Event description:
A patient reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting or assistance, and no further action was required.